Event description:
It was reported that "needle delivery without plastic protection cap, seen before use." No patient involvement. No report of operator harm.

Manufacturer narrative:
(B)(4). The customer reported the needle guard was not on the needle in the sealed packaging. The customer returned one ez-io 15mm needle set. The returned sample was visually examined. Visual examination revealed the returned needle set was completely sealed in its original packaging. Visual examination also revealed the needle guard was loose within the sealed packaging and not on the needle's cannula. The customer also provided a photo that appears to show two needle sets. No other defects or anomalies were observed. A review of the certificate of compliance was performed with no relevant findings identified. The reported complaint of the needle guard not being on the needle in the sealed package was confirmed based on the sample received. Visual examination of the returned sample revealed the needle guard was loose within the sealed packaging. The certificate of compliance revealed the needle set passed all the release criteria. However, the potential cause of this complaint is design related. A CAPA was initiated to address this complaint issue. Corrective actions were implemented in september 2021. This ez-io needle set was manufactured in december 2020, which is prior to the corrective actions being implemented. No further action is required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "needle delivery without plastic protection cap, seen before use.". No patient involvement. No report of operator harm.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.